Manufacturer narrative:
An event regarding revision and observed wear following over 20 years implantation involving an omnifit liner was reported. The event was confirmed. Method & results: -device evaluation and results: the liner was consistent with over 20 years of service and damage due to explantation. -medical records received and evaluation: not performed as insufficient medical records were received. -device history review: not performed as the device performed as intended for over 20 years. Review of the device history manufacturing records is therefore not deemed relevant. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that polyethylene is a man-made material and has a finite service life. Visual inspection of the device concluded that the device reached the end of its service life considering over 20 years of service in-vivo.there is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon did a head and liner exchange. Patient was having pain - surgeon noticed migration of the head superiorly in the acetabular liner and revised head and liner on patient's left hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon did a head and liner exchange. Patient was having pain - surgeon noticed migration of the head superiorly in the acetabular liner and revised head and liner on patient's left hip.